Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling were noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, and a cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed button error and an unresponsive keypad. The customer stated that the numbers kept scrolling while putting in data which led to the button error. The customer noticed the buttons were sticking while they were changing the infusion set. The blood glucose reading was 201 mg/dl. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.